Manufacturer narrative:
(B)(6). The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal inserted inside the tube. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint ¿failure properly deploy¿ was confirmed. The confirmed failure mode has been investigated in our CAPA system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm would not deploy after loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The delivery device was returned without the loading device. The tension spring assembly remained in the delivery tube with the seal inserted inside the tube. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. Blood was visible in the delivery device indicating that the tip of the device was introduced into the aorta. However, the condition of the device as returned indicates the device was placed near the aortotomy but was not deployed. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint ¿failure properly deploy¿ was unable to be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm would not deploy after loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm would not deploy after loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects.